Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning, therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency. The xience prime, referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that during an interventional stenting procedure, xience prime stent was successfully implanted. There was resistance noted with the removal of both an unspecified balloon delivery catheter and the xience prime stent delivery system over this same bmw universal guide wire after twenty minutes of use. The xience prime sds and the bmw were removed together. Reportedly, the physician is now aware that he needs to wet the device more for ease of use. Another bmw universal guide wire was used successfully for the procedure. There was no adverse patient impact or no clinically significant delay in the procedure reported. There was no additional information provided.